Event description:
Pt taken to ccl for iabp removal/exchange for impella in left femoral artery. During the sheath exchanged process an abbott perclose was used for preclose method. During deployment of perclose device, the rubber extension of perclose detached from device and was remained in the left femoral artery. Dr. Assisted with cut down and eventual removal of device. Pt remained stable throughout. At this point it was elected not to place the impella as planned, pt returned to ICU. FDA safety report ID # (B)(4).